Event description:
It was reported that the patient with this spectra penile prosthesis (spp) experienced constant erection. A surgical procedure was performed to remove the spp. No patient complications were reported.

Event description:
It was reported that the patient with this spectra penile prosthesis (spp) experienced constant erection. A surgical procedure was performed to remove the spp. No patient complications were reported.